Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 targeting the axillary nerve to treat shoulder pain. On (B)(6) 2023 the firm was notified that the patient was requesting the system be removed and was scheduled for explant same day. Per the facility, the patient was attempting to obtain an MRI and required the system be removed in order to obtain proper imaging. A full system explant was performed on (B)(6) 2022.

Manufacturer narrative:
Review of records found there is no history of complaints for this patient and no indication of any system or component failure or malfunction. The explant of the system was elective and related to testing for an unrelated medical condition.